Event description:
The customer reported to olympus that they observed a low angulation problem and loose knob. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation (the endoscopic image was blurred).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort, based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue, and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation. Although ,a conclusive root cause could not be determined,.it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Testing and inspection confirmed the customer¿s complaint: due to wear of angle wire, bending angle in up/down and right/left direction does not meet the standard value. Due to wear of angle wire, the play of up/down and left/right knob is out of the standard value. In addition, testing and inspection found the following: due to deformation of the right/left knob, water tightness is lost. Due to handling, the nozzle had a burr. The objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object. The light/guide lens is dirty due to insufficient cleaning. Handling caused the connector cover to be shaved. The adhesive on the bending section cover was cut. Part of the insertion tube is caught and pinched-the insertion tube becomes deformed. Due to insufficient cleaning, the right/left and up/down knob was dirty. Switch 1 and 3 are scratched due to physical stress. Protector of universal cord on control section side has a scratch, the universal cord is sticky due to humidity. Due to chemical stress the light/guide cover glass is corroded. Due to handling the grip and image/guide protector had a scratch. Due to damage on charge coupled unit, the image has black dots. Due to deformation of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.